Event description:
It was reported that the customer experienced ongoing intermittent low blood glucose (bg) values displayed as "low"; however, specific value was not provided. Cause of low bg was unknown. Customer consumed carbohydrates, sugar and liquids to address bg. A pump log review was performed and the pump is functioning as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.